Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that an everest xt extended tab polyaxial screw migrated at t10 on the right side post-operatively. Revision surgery is not scheduled at this time as the patient is not showing any symptoms.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Complaint history records were reviewed for this catalog number, and no relevant similar complaints were identified.   Due to a lack of information and the device not being returned, the root cause of the reported event can not be determined. Potential root causes include: user error (unstable construct); incorrect or small-sized screws implanted; poor bone quality of patient; patient experiences a fall or trauma post-surgery; high activity level of patient post-surgery. H3 other text : device remains implanted in patient.

Event description:
It was reported that an everest xt extended tab polyaxial screw migrated at t10 on the right side post-operatively. Revision surgery is not scheduled at this time as the patient is not showing any symptoms.